Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing difficulty charging the ipg as the ipg was too close to the skin. It was suspected that the ipg had migrated to the skin. The patient will undergo a revision procedure wherein the ipg will be replaced. No device malfunction was suspected.

Manufacturer narrative:
Additional information was received that intraoperative testing found that the patient's lead was fractured. The patient underwent a revision procedure wherein the ipg and leads were replaced. The patient was reportedly doing well post operatively. Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing difficulty charging the ipg as the ipg was too close to the skin. It was suspected that the ipg had migrated to the skin. The patient will undergo a revision procedure wherein the ipg will be replaced. No device malfunction was suspected.

Manufacturer narrative:
Additional information was received that x-ray was taken and showed no other implants were left inside the patient's body.

Event description:
A report was received that the patient was experiencing difficulty charging the ipg as the ipg was too close to the skin. It was suspected that the ipg had migrated to the skin. The patient will undergo a revision procedure wherein the ipg will be replaced. No device malfunction was suspected.

Manufacturer narrative:
Sc-1110-02 sn (B)(4): device evaluation indicated that the complaint was confirmed. The ipg exhibited excessive battery depletion rate and sleep current leakage. Vh node impedance measured low. Vh node to case measured also low. These were the typical symptoms of the analog ic-u1 damage. The patient profile showed a sudden battery depletion rate increase some time prior to the explant procedure. The cause of the analog ic-u1 damage could not be determined. Sc-2218-50 sn (B)(4): device evaluation indicated that the reported cable fracture was confirmed. All 8 cables were fractured at the kinked sections of the lead body at the clik anchor site, 1 cm from the set screw mark. The cables were not exposed. Sc-2218-50 sn (B)(4): device evaluation indicated that visual/x-ray inspections and impedance test were performed and found no anomalies. Sc-4316 sn (B)(4): device evaluation indicated that one of the clik anchors revealed missing silicon material from one of the eyelets.

Event description:
A report was received that the patient was experiencing difficulty charging the ipg as the ipg was too close to the skin. It was suspected that the ipg had migrated to the skin. The patient will undergo a revision procedure wherein the ipg will be replaced. No device malfunction was suspected.